Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial#: (B)(6), ubd: 12-jul-2026, UDI#: (B)(4); product ID: l-evolutfx-2329, lot#: 0012214204, ubd: 2026-apr-04, UDI#: (B)(4); product ID: l-evolutfx-2329, lot#: 0012289399, ubd: 2026-05-28, UDI#: (B)(4), non-medtronic; product ID: 18 fr dryseal flex introducer sheath gore medical, lot#: unknown, ubd: unknown; UDI#: unknown, non-medtronic; product ID: safari s guidewire boston scientific, lot#: unknown, ubd: unknown; UDI#: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. The valve remains implanted and the dcs has not been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs). During fluoroscopic inspection of the valve load, a misload was observed - described as an infold that extended to the fourth node of the valve frame. The dcs and valve were not used for implant. A secondsystem, valve and dcs, was used for the implant procedure. A non-medtronic sheath and guidewire were used to facilitate advancement of the dcs through the patient's anatomy to the aortic annulus. Upon initial deployment of the valve, at a depth of 3mm on the non-coronary cusp and 5mm on the left coronary cusp, the paddles on the valve frame would not release from the dcs. Forward pressure was applied on the dcs, the guidewire was manipulated, and the valve was partially recaptured in an attempt to detach the paddles. Efforts were successful and the valve released from the dcs. Following implant of the valve, a gradient of 5 mm hg was obtained. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolut fx 29mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap to node 2 which is acceptable. The paddles were fully released from the paddle pockets upon deployment. Updated d.9, h.3, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.